Event description:
It was reported that customer asked if the syringes were refilled with a numbing agent because when they foley was changed at the providers office they use a syringe with a numbing agent and kit was missing the syringe.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be machine speed out of parameters. The DHR review could not be performed without a lot number. A labeling review was not performed because labelling could not have prevented the reported failure. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.